Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was rerun in duplicate. It is unknown if the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) to report the discordant sodium result. The tsc specialist recommended that a siemens field service engineer (fse) be dispatched to the customer site. The customer discussed the discordant result with the fse, but declined a service visit because the rerun results had been obtained on the same instrument. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.